Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 241 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.